Event description:
The facility's biomed engineer reported an infusion pump with an 812:02 failure code. The biomed does not know if the pump was hooked up to a pt when the failure occurred. Although attempts were made by baxter tech support facility, details were not available regarding pt status, age of pt, medication involved or the set up of the infusion device. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.